Manufacturer narrative:
B5 updated with additional information. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
It was further reported that the hematoma resolved with a correction to the anticoagulation and activated clotting time (act) and manual pressure.

Manufacturer narrative:
The investigation was completed. Investigation summary: asae / hematoma : the cause of the access site adverse event was use related to anticoagulation management as the hematoma resolved with a correction to the anticoagulation and act per clinical details.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 51 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support from the cp for percutaneous coronary intervention. On day 2 of support, a hematoma was noted at the right femoral site and manual pressure applied. The device was explanted. Vascular injury is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.